Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
An other health care professional reported that probes stopped cutting/aspirating during vitrectomy surgery. The surgery details and patient impact was not reported.

Manufacturer narrative:
Four opened probes were received, with a tip protector, in a tray. The sample was visually inspected and found to be nonconforming with orange/brown and white/yellow foreign material on the port face and inside port and needle. Gauge marks on top of port face. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for aspiration and nonconforming for actuation and cut. The probe was disassembled and the components inspected. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks observed at cutting edge and several locations on the inner cutter. Inner cutter was observed to cracked at two locations. The sample was visually inspected and found to be conforming. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for all tests. The probe engine was disassembled, and the components inspected. Diaphragm, spacer, and o-rings were all intact and found to be conforming. The opened sample 2 and 3 returned for evaluation were not within the reported pak lot number reported based on radio frequency identification tag identification; therefore, no sample evaluation was performed. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The complaint evaluation confirms the sample 1 and conforming for aspiration and complaint evaluation does not show sample 4 had an aspiration and cut failures. The most likely cause for the poor cutting is the observed gouge marks on the cutting edge of the inner cutter of the probe. A damaged cutting edge can decrease the quality of the cut performed by the probe. How and when the cutting edge of the inner cutter of the probe became damaged cannot be determined form this evaluation. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time as the exact root cause of the sample 1 could not be determined and sample 4 was functionally conforming for aspiration and cut. A nonconformance investigation is currently in progress to investigate the trend identified for probes with would not cut or actuate issues. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time the manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Corrected information provided in b.5., h.6. And h.11. Procedure was completed on same day after replacement of pack there was no patient impact.

Event description:
Upon further review it was determined that the procedure was completed on same day after replacement of pak. There was no patient impact.